Event description:
It was reported that complete heart block(chb) occurred. Vascular access was obtained via a right transfemoral approach. The native valve was treated with balloon aortic valvuloplasty (bav) was performed. A 25mm lotus edge valve was advanced to treat the native aortic valve. Upon deployment of the 25mm lotus edge valve, complete heart block occurred. A permanent pacemaker was implanted to treat the event. The patient is doing well and has been discharged.